Event description:
While doing routine defibrillator check the patient was accidentally shocked with 30 joules per check standard. Patient was attached with pads to the monitor/defibrillator. FDA safety report ID # (B)(4).